Manufacturer narrative:
Additional details were received regarding the issues observed clinically with this atrial lead noting the lead was exhibiting no capture and poor sensing.

Event description:
Boston scientific received information that this atrial lead was not functioning appropriately. Therefore, a revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional details could not be obtained regarding the specific clinical observations with this lead. No other adverse events have been reported. This product issue will be updated if additional information is received.